Event description:
Per the clinic, the patient underwent a revision surgery under general anaesthesia on (B)(6) 2025, in order to exchange the current abutment for a longer one due to skin overgrowth. The implanted device remains.